Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high capture thresholds and high impedance. The lead was not used. Another lead was implanted successfully. There were no adverse consequences to the patient.